Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and identified that the suite pc was not booting up and the hard disk was not detected. A review of the system logfiles confirmed the malfunction. Upon troubleshooting actions, fse identified that the suite pc was not starting due to the software issue. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc and reinstalled the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system has a start-up problem, the screens turn on, but the software does not start. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk and reinstalled the software which resolved the issue. The device was returned to use in good working order.